Event description:
At the beginning of a procedure, the user was unable to build pressure to manually ventilate the pt. The user switched to an alternate device to ventilate pt and then replaced the machine. No pt injury reported.